Event description:
It was reported that there was an alert for high impedance and noise on the superior vena cava coil (svc) of the lead. The svc coil of the lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance. There were five patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2012. The weekly high volt lead impedance trend data shows an abrupt increase for superior vena cava defibrillation equal to 79 to 254 ohms peak between (B)(6) 2012. There was oversensing with two ventricular non-sustained tachycardia episodes less than or equal to 210 milliseconds on (B)(6) 2012. The std review indicated that a lead integrity alert triggered. There was one patient alert for lead failure predictor on (B)(6) 2012.